Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider reported the compressor was not building adequate pressure. The compressor was opened, the water traps were cleaned and the compressor and ventilator worked properly.

Event description:
It was reported that during set up the e360 ventilator compressor was inoperative, was not delivering tidal volume and was the primary gas source. The ventilator generated an air supply loss alarm. There was no patient involvement.